Event description:
It was reported that this pacemaker exhibited pacing inhibition for about two seconds while being changed out. The device was interrogated post-procedure and the programming remained as expected with pacing to be expected in the bipolar sensing configuration for the atrial dependent patient. It was noted that this occurred when the right atrial (ra) lead port was unplugged. A new pacemaker was successfully placed as intended. Both ra and right ventricular (rv) leads were non-boston scientific products. This product will be returned to boston scientific for further analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies other than damage likely induced during explant. A series of electrical tests was also performed and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited pacing inhibition for about two seconds while being changed out. The device was interrogated post-procedure and the programming remained as expected with pacing to be expected in the bipolar sensing configuration for the atrial dependent patient. It was noted that this occurred when the right atrial (ra) lead port was unplugged. A new pacemaker was successfully placed as intended. Both ra and right ventricular (rv) leads were non-boston scientific products. This product will be returned to boston scientific for further analysis.